Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had the ipg explanted and replaced on (B)(6) 2018. The reason was not given.

Event description:
It was reported that the patient had an ipg replacement because the patient did not charge the ipg and it became inoperable. The patient has effective therapy post operatively.